Event description:
It was reported that while pacing a pacer-dependent patient, the low battery indicator light on the external pulse generator began to flash. It was further reported that upon the battery drawer being opened to replace the battery, the generator shut off. The patient became asystolic and required pacing with an alternate external pacemaking system. The external pulse generator worked as expected with the replacement battery but was returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Battery contacts are compressed. Battery drawer is contaminated. One bail cover and lower case are broken.